Event description:
It was reported a patient experienced peritonitis manifested by cloudy drain and abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the next day for peritonitis. The patient started treatment with vancomycin and amikacin (doses, frequencies, and routes not reported). The cause of the peritonitis was a breach in aseptic technique. The patient and relative were trained again on proper aseptic technique when performing pd therapy. Outcome for the event of peritonitis was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One month after the pt was initially admitted to the hospital for peritonitis, the pt was re-hospitalized for recurrent peritonitis manifested by cloudy drain. The outcome of the peritonitis was not reported. Should additional relevant information become available, a supplemental report will be submitted.